Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing to ensure the atrial lead is still functioning appropriately with the replacement device. A review of the daily measurements did reveal an atrial pacing impedance measurement greater than 2000 ohms. This lead remains in service with the replacement device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device is included in an advisory population and was explanted at which time it was noted that the header was breaking off of the device. All lead measurements were good during the life of the device; however, there were some intermittent spikes in pacing impedance measurements on the atrial channel. Additionally, there were a few stored episodes of atrial tachycardia response (atr) due to noise. Testing was performed with the associated atrial lead and the pacing system analyzer (psa) which produced good electrical results. No additional adverse patient effects were reported.